Event description:
The customer reported to baxter (B)(4) regarding the 3000ml eva bag bag which presented a loose / separated white cap. The reported complaint took place before patient connection, no patient involvement. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the sample is not available for evaluation; however, a photograph was returned. A visual inspection of the photograph confirmed the reported condition. The assignable root cause was attributed to human error during manufacturing processes. The operator attached the cap to the luer but did not tighten it firmly with the result that it detached prior to packing. A memo has been issued to properly instruct operators and to ensure that when the white cap is assembled, it is to be screwed in place until a click is felt, indicating a full insertion. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.